Manufacturer narrative:
Correction to blocks d4, h6 additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 562034 UDI: (B)(4).

Event description:
It was reported by the patient that during their spinal cord stimulation (scs) implant procedure, after the laminectomy, the physician experienced difficulty placing the lead and forcibly placed it into the spinal cord, causing the lead to be improperly positioned. The patient stated that after waking up in the recovery room, her left leg was paralyzed, she had bruising and contusions to the spinal cord, and she was hospitalized overnight. The patient explained she was initially told the paralysis was due to the anesthesia and then later told she would regain her mobility after the bruising resolved, which could take from six months to a year. After the procedure, the initial device programming was attempted, however, she was told the device was improperly implanted and therefore, the stimulation therapy was unable to be achieved. The patient later underwent a procedure where the lead and ipg were explanted. The location of the device is unknown, and no further information regarding this event has been able to be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 562034, UDI: (B)(4).

Event description:
It was reported by the patient that during their spinal cord stimulation (scs) implant procedure, after the laminectomy, the physician experienced difficulty placing the lead and forcibly placed it into the spinal cord, causing the lead to be improperly positioned. The patient stated that after waking up in the recovery room, her left leg was paralyzed, she had bruising and contusions to the spinal cord, and she was hospitalized overnight. The patient explained she was initially told the paralysis was due to the anesthesia and then later told she would regain her mobility after the bruising resolved, which could take from six months to a year. After the procedure, the initial device programming was attempted, however, she was told the device was improperly implanted and therefore, the stimulation therapy was unable to be achieved. The patient later underwent a procedure where the lead and ipg were explanted. The location of the device is unknown, and no further information regarding this event has been able to be obtained.